Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient via manufacturer representative (rep) who was implanted with an implantable neurostimulator (ins) for failed back surgery syndrome and spinal pain. It was reported that during routine interrogation ran impedances and noted electrodes 1,3,4,5 ,6,7 out. Unable to get pt to feel any stimulation on 0-7 lead. Coverage fine using 8-15 lead. Physician completed xr of leads, no gross issues noted. The rep programmed the patient on the other lead. The patient said the therapy is stable. The issue was not resolved at the time of the report.

Event description:
Additional information was received from a manufacturer representative (rep). It was reported that the rep programmed using the other lead, which the patient found satisfactory. The patient did not have any complaints about coverage or note any change in therapy efficacy. The impedances are still out, however no further action will be taken at this time. The patient is satisfied with therapy for now and will possibly address the issue when they are due for eol battery upgrade in 3 years or if anything changes in how therapy is working for the patient. It was indicated that the managing doctor is fully aware and comfortable with current plan.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Continuation of d10: product ID 977a260, serial# (B)(6), product type lead. Product ID 977a260, serial# (B)(6), product type lead. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the manufacturer representative (rep). It was reported that there were high impedances. The rep was unable to interrogate the existing ins due to eos to run impedance check however when leads were checked intraoperatively for connectivity with the wens, all but 3 contacts were "red x". This is consistent with issue reported previously. Pt reports therapy has not worked well since then and he essentially stopped using it. Ins was replaced and one of two leads was replaced. During post op programming, pt reports paresthesia to affected pain areas. The issue was resolved with revision. The manufacturer representative (rep) indicated they would send any further information as they become aware.

Manufacturer narrative:
H3: product ID 97714 serial# (B)(6) was returned for product analysis. Analysis found no significant anomalies. H3: product ID 977a260 serial# (B)(6) was returned for product analysis. Analysis found the stim lead body conductor was broken at injex anchor site. H3: product ID 977a260 serial# (B)(6) was returned for product analysis. Analysis found the stim lead body conductor was broken at injex anchor site. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.